Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
An ophthalmologist reported a vertical gas breakthrough and a torn flap in the left eye during treatment. The patient is doing well postoperatively.